Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separated medwatch report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 2.8x19mm rx graftmaster covered stent was attempted to be advanced; however, failed to cross due to anatomy and the shaft separated. The device was removed without issue and a second 3.5x19mm graftmaster was attempted to advance; however failed to cross the lesion due to anatomy. An unspecified balloon was used to complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the 90% stenosed lesion during advancement, resulting in the reported failure to advance, and causing the reported material separation. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, likely contributed to the reported difficult to remove. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, to the report filed 2.8x19mm graftmaster was noted to have resistance with anatomy during removal. No additional information was provided.